Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The power module was replaced to resolve this issue. However, after the device powered on, it was observed that the device was unable to complete a boot cycle and was stuck in a continuous loop. Stryker replaced the user interface and system controller pcb assemblies to resolve this issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The removed power module assembly was further evaluated multiple components including the fuse f1 were blown and compromised. The cause of the reported power issue was the power module assembly. The removed user interface and system controller pcb assemblies were further evaluated for the boot issue, however further cause could not be determined.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.